Event description:
It was reported that during an unknown procedure, the jaw stuck in the firing sequence. Manual release didn't work. Unknown how case was completed. There were no adverse consequence for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.